Event description:
It was reported that the right atrial lead exhibited low amplitude and undersensing. Further review of the system was recommended. This lead remains in service. No further adverse patient effects were reported.